Event description:
Reportedly, the pacemaker was interrogated on (B)(6) 2023 during a standard follow-up and a message was displayed indicating that the device was reinitialized. After a 5 minute waiting period the device was available for full interrogation and follow-up. All measurements were within normal values, programming was reviewed and a normal follow-up interval was scheduled. Patient referred no specific activity that could involve strong electric magnetic fields. She traveled by plain but did not pass through the metallic detector.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.